Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Three separate delivery accuracy tests were performed the pump was found to be over delivering to the manufacturing specifications. The root cause of the reported issue was found to be inaccurate delivery, expulsor was out of mechanical specifications. Device was over delivering. Actions were taken to mitigate the reported issue: replaced the expulsor.

Event description:
It was reported that the pump had flow errors. No patient injury was reported.